Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no migration or malfunction were noticed with the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they can feel their implantable pulse generator (ipg) moving in their chest. The ipg remains in use. No patient complications have been reported as a result of this event.